Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the syringe pump modules stopped working due to communication error alarms while continuous infusions of epinephrine (0.032mg/ml concentration in a 50ml syringe, rate of 0.04mcg/kg/min=0.17ml/hr), dexmedetomidine (4mcg/ml concentration in 50ml syringe, rate of 0.3mcg/kg/hr=0.17ml/hr), and hydromorphone (0.04mg/ml concentration in a 50ml syringe, rate of 4mcg/kg/hr=0.22ml/hr) were infusing. The clinician was unable to resume, pause, or reprogram the pumps. There were backup pumps available for staff to quickly transition drips to new devices, and there was no impact or harm to the patient.

Event description:
It was reported that the syringe pump modules stopped working due to communication error alarms while continuous infusions of epinephrine (0.032mg/ml concentration in a 50ml syringe, rate of 0.04mcg/kg/min : 0.17ml/hr), dexmedetomidine (4mcg/ml concentration in 50ml syringe, rate of 0.3mcg/kg/hr : 0.17ml/hr), and hydromorphone (0.04mg/ml concentration in a 50ml syringe, rate of 4mcg/kg/hr : 0.22ml/hr) were infusing. The clinician was unable to resume, pause, or reprogram the pumps. There were backup pumps available for staff to quickly transition drips to new devices, and there was no impact or harm to the patient.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of a device exhibiting a communication error unexpectedly was not confirmed. The log review found no infusions took place on the customers reported event date of (B)(6) 2020, identifying the pcu was not powered on that day. The suspected event date of (B)(6) 2020 found two channel disconnects had occurred and were confirmed by the user. The first channel disconnect occurred on channel a and b at 6:44 pm and the second occurred on channel a at 7:17 pm both likely due to loss of power. Functional testing consisting of iui testing performed on the source pcu found the device operating out of specification. The female iui had a date code of (B)(6) 2015. The iui was replaced and no further channel disconnections occurred while testing. Channel error 240.4150 could not be determined because the device was not returned for investigation. Device inspection: an internal and external inspection were performed on the returned pcu source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui have dried fluid remaining on the pins and corrosion on some pins. The power cord is manufactured by a third party. Root cause analysis: the probable cause of the customer¿s complaint is likely due to contamination and corrosion on the female iui contacts on the pcu. The probable cause of the channel error 240.4150 could not be determined because the device was not returned for investigation. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 30jan2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 30dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.